Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: caller has an 8015 unit giving him a 120.1020 error. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: let biomed know that the power supply processor board need to be replaced. Emailed a copy of alaris service description depot repair pricing letter and will call back for a RMA.